Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mmx15mm maverick²¿ balloon catheter, it was noted that the device delivery shaft was fractured. The procedure was completed with another with the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. The hypotube was completely separated 69.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mmx15mm maverick balloon catheter, it was noted that the device delivery shaft was fractured. The procedure was completed with another with the same device. No patient complications were reported and the patient¿s status was stable.